Manufacturer narrative:
After further review of additional information received the following sections g3,g6,h2, h3 and h6 have been updated accordingly. The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot 17931540 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot 17931540 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the l and t indicator of a 120cm outback elite re-entry catheter broke-off the device completely during use. The tip had to be retrieved from the patient. The device was stored, handled, and prepped per the instructions for use (IFU). There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty removing the product from the packaging. The device did not kink or bend at any time prior to the resistance/friction. The other devices used with the product did not kink or bend at any time. All the specified ports of the device were properly flushed. There were no difficulties deploying the cannula needle. The needle fully actuated. The fracture was noted after a few needle passes, but it was not observed in the beginning. The target lesion was the left superficial femoral artery. There was moderate calcification. There was no vessel tortuosity or angulation. There was total occlusion distal to the reentry site. There was no patient injury. The procedure was terminated. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections d10,g4,g7,h1,h2 and h3 have been updated accordingly. The device has been returned for evaluation, but the manufacture report is not yet available. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the l and t indicator of a 120cm outback elite re-entry catheter broke-off the device completely during use. Additional information was obtained stating that the tip didn¿t break off inside of the patient it was just observed to be broken. According to the product analysis there was an inability to deploy during functional analysis, the cannula could not be advanced via distal movement of the slider. The device was stored, handled, and prepped per the instructions for use (IFU). There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty removing the product from the packaging. The device did not kink or bend at any time prior to the resistance/friction. The other devices used with the product did not kink or bend at any time. All the specified ports of the device were properly flushed. There were no difficulties deploying the cannula needle. The needle fully actuated. The fracture was noted after a few needle passes, but it was not observed in the beginning. The target lesion was the left superficial femoral artery. There was moderate calcification. There was no vessel tortuosity or angulation. There was total occlusion distal to the reentry site. There was no patient injury. The procedure was terminated. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g6, h2, h3 and h6 have been updated accordingly. Based on additional information obtained : additional information was obtained stating that the tip didn¿t break off inside of the patient, it was just observed to be broken. The type of reportable event was changed from a serious injury to a malfunction. Additional information is pending and will be sent in upon 30 days after receipt.

Manufacturer narrative:
As reported, the l and t indicator of a 120cm outback elite re-entry catheter broke-off the device completely during use. However, additional information from the customer was obtained stating that the tip didn¿t break off inside of the patient it was just observed to be ¿broken.¿ according to the product analysis, there were no damages noted except there was an inability to deploy the needle. The device was stored, handled, and prepped per the instructions for use (IFU). There were no anomalies noted to the device when it was taken out of the packaging. There was no difficulty removing the product from the packaging. The device did not kink or bend at any time prior to the resistance/friction. The other devices used with the product did not kink or bend at any time. All the specified ports of the device were properly flushed. There were no difficulties deploying the cannula needle. The needle fully actuated. The reported fracture was noted after a few needle passes, but it was not observed in the beginning. The target lesion was the left superficial femoral artery (sfa). There was moderate calcification. There was no vessel tortuosity or angulation. There was total occlusion distal to the reentry site. There was no patient injury. The procedure was terminated. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The cannula needle was received retracted and an unknown guide wire was already inserted into the unit. No visible anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. Dimensional analysis was performed by measuring the usable length of the outback elite, and it was found within specification. During functional test, a lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and it was unsuccessfully flushed. A flush with a solution with hydrogen peroxide was performed to clean a possible clog of blood residue, but it was unsuccessful. Next, a lab sample 0.014¿ guidewire was inserted into the unit cannula wire port and into the distal tip; however, the guidewire did not pass through the unit. Then, the cannula was unsuccessfully advanced and retracted via distal movement of the deployment slider. Deployment inability was found. Therefore, a microscopic x-ray analysis was carried out on the unit at the body-to-nose cone level to try to determine the cause of the impeded cannula. Due to no deployment of the cannula and the event reports of fractured/separated tip from the customer, an x-ray analysis was performed to try to determine the cause of the impeded cannula or the location of the fractured portion. Per x-ray images, the presence of the cannula was confirmed, no damages or anomalies were noted. Moreover, the alignment of the cannula to the true lumen port as well as to the l marker indicator was inspected and apparently the cannula is stuck with the union of catheter shaft and distal housing/nosecone assembly that could impede the deployment. Amplified images of the slider mechanism were taken to determine if damage could be present. A dent was found on the assembly of the slider button, that could be associate with an over-forced movement of the deployment slider. A product history record (phr) review of lot 17931540 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured in patient¿ was not confirmed through analysis of the returned device since no fractured or separated condition was found. However, there was a condition of "cannula/needle deployment difficulty¿ noted in the returned device since the cannula could not be advanced via distal movement of the slider. The exact cause of the condition could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the broken condition reported by the customer since there were no such damages noted. However, the device was returned with the cannula/needle stuck inside the catheter (fully retracted) between the catheter shaft and distal housing/nosecone assembly which prevented the needle from being deployed. A possible cause of this issue would be an over-forced movement of the needle as evidenced by the dent/damage found on the assembly of the button of the slider showing excessive force may have been used. No other anomalies were noted with the device. As cautioned in the information for safety provided in the instructions for use (IFU), ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ the IFU also states, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ while in the patient, the IFU states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.